Event description:
The cam02 inter-cranial pressure and temperature monitor had a sensor board error. The device was not in contact with a patient and there was no patient injury reported. It was unknown if the incident led to a delay in the surgery. Additional information was requested and a response was received that no further information is known.

Manufacturer narrative:
Integra has completed their internal investigation on 02/15/2017. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the DHR review was completed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿ nov. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: there is no service history for this complaint. RMA has been issued for the monitor to be returned for first time service. Rate of occurrence: during the time period ¿jan 16 to jan 17¿, the global product usage for cam02 monitors combined was calculated as 25,922 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause was identified as an icp firmware: micro eprom checksum failure. CAPA was initiated to evaluate eprom failures and is currently at CAPA voe phase. The corrective actions for the eprom data conversion instances are addressed as part of the CAPA activities.